Event description:
Defibrillator interrupts the charge cycle and stops charging or is unable to initiate a charge. On last maintenance check 4/27/94 it tested in proper working order and followup by biomed tech showed machine in proper working order. The failure to charge could not be repeated in the lab.